Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values three days after the sensor was inserted in the thigh. The patient was skiing and around 11:26 am the patient recalled she was feeling "funny" (cognitive changes), the cgm reading was 166 mg/dl. The patient decided to go down the mountain because she was not feeling well. At around 11:40 am she recalls talking to her sister on the phone and her sister called ski patrol and informed them that patient is diabetic and may be experiencing hypoglycemia. At some point the patient lost consciousness. The ski patrol contacted the paramedics, when the paramedics arrived, they took a blood glucose reading which was 28 mg/dl. They treated her with 2 sticks of glucose. The bg rose to 54 mg/dl, but then dropped back down to 34 mg/dl. As per patient the pump may have incorrectly applied an insulin bolus based on the previous cgm reading. The paramedics treated the patient with intranasal glucagon. The patient was then taken to the hospital around 12:30 pm, there she was treated with zofran (anti-nausea medication). The patient was then discharged at 3 pm. At the time of the report the patient was recovered. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.